Manufacturer narrative:
(B)(4).

Event description:
It was reported that during left ventricular lead implant on (B)(6) 2014. The physician was unable to remove the stylet and decided to leave the lead as is. At a later date an out of range impedance was noted and loss of capture, the lead was turned off. The patient presented on (B)(6) 2015 a fluroscopy was performed, the left ventricular lead was found to be fractured. The lead was explanted. No patient symptoms were reported.